Manufacturer narrative:
The field service engineer (fse) observed some precipitant around the mixer belt pulleys. The fse also noticed the o-ring bans on two of the pulleys were worn. The fse replaced the aspirate probes, mixer pulleys (part of preventative maintenance), pipettor, peristaltic pump tubing, substrate probe (due to a kink at the head of the substrate probe), and six reaction vessel (rv) clips. All verification tests, including system check, hs (high sensitivity) system check, and a 10-replicate precision study (using the low control) passed within specifications. On 04/03/2014, an fse noted hs system check failed. The fse rebuilt the analytical unit and calibrated the incubator belt and performed a reaction vessel (rv) exerciser to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the mixer pulley and wash valve rotor, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00281, 2122870-2014-00282, 2122870-2014-00283, 2122870-2014-00284, 2122870-2014-00286, 2122870-2014-00287.

Event description:
The customer reported erroneously elevated initial troponin I (access® accutni+3) results, for multiple patients, involving the unicel® dxc 600i synchron® access® clinical system. This report is four of six referencing the patients on the event date noted. The customer stated the erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with these patients. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.